Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: a review of the pump¿s black box showed no evidence of pump reboot events. The returned battery cap was undamaged and able to fit. The battery compartment was cracked at the threads on the side. The battery cap contact height and width measurements were found to be within specification. The battery cap was tightened then unscrewed ½ turn with no observed power loss. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. Investigation was unable to duplicate the original intermittent power complaint. The pump¿s cover was removed and no intermittent condition was found to the pump circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.